Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that she was feeling extremely weak and was unable to get out of bed. The cgm was reading 130 mg/dl and trending down, but she knew that was incorrect. She was also experiencing nausea and vomiting. Her daughter was called at 3:00 am to come over and test the patient¿s bg, and the value was between 540-560 mg/dl. The patient then went to the hospital where her bg reading upon arrival was 600 mg/dl. She was treated with insulin and remained in the hospital for 3 days. At the time of contact she was recovering. No intervention was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.